Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a newly implanted patient was admitted in the hospital and was experiencing severe pain that occurred every minute from the back to the umbilicus even when the device was turned off. A computerized tomography (CT) scan was taken and revealed no anomalies. The physician was not sure as to the cause of the patient¿s pain. The patient underwent a procedure wherein the lead was replaced per physician¿s preference. The patient was discharged and the pain had subsided substantially.